Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the impeded lead was explanted and replaced to resolve the issue.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances on one lead. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead had the high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101442.